Event description:
Treatment of an avm. It was reported the ultraflow catheter ruptured, while injecting contrast. The catheter was removed and another catheter was used to complete the procedure. The patient status was reported as 'stable.'

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was observed at approximately 25.2 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by catheter over-pressurization. This is most likely to occur during injector of contrast, when the distal portion of the catheter is kinked or occluded.